Event description:
A portion of a surgical instrument broke off during arthroscopic surgery of the pt's knee. The piece lodged in tissue. It was located by x-ray and it was removed by the surgeon during the procedure. There was no injury to the pt.